Event description:
Med record reviewed 4-28-98. Ethicon endo-surgery stapler used on above date on pt undergoing billroth ii procedure with truncal vagotomy and antrectomy. While using stapler, when fired, had leakage and bleeding from tissue. Pt tolerated procedure well and was discharged to home on 4-19-98. No residual effects.